Manufacturer narrative:
Qc was acceptable prior to the event. The field service engineer (fse) found a puncture in the blank cell nozzle tubing. The tubing was replaced. The fse adjusted all rinse levels, replaced the heat cut filter, and ran blank cell measurements. A precision check was performed successfully. The service actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from two patients on a cobas 8000 c 702 module. For patient 1, the initial ca result was 7.3 mg/dl. The repeat result was 10.0 mg/dl. For patient 2, the initial ca result was 7.9 mg/dl. The repeat result was 9.5 mg/dl. The initial results were repeated outside of the laboratory. The repeat results were deemed correct. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
Na.